Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #14 was removed due to bone loss. There is bone loss to the second thread and the sixth thread on the distal of #14. (B)(6)2026-#14- the healing abutment was removed. The implant was removed using reverse torque. A full thickness flap was reflected. The osteotomy was debrided of all soft tissue down to healthy bone. All bony wall and the sinus floor were noted to be intact. Decorticated. The osteotomy was refined using osteotomes. No scout film was obtained. No surgical guide was used. A zb t3 pro tapered immediate molar 8 x 10 mm implant was placed. Torque >90 ncm. Co/ca/xe regeneross bone was used to graft the peri-implant defect. A cover screw was placed. Collatape was placed over the site and secured with 3-0 gut suture.